Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the blade broke off during a functional endoscopic sinus surgery procedure. The broken piece was removed from the sinus cavity. The procedure was delayed for 5 minutes as a new blade was used. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 3rd proximal valley while moving in a cw direction which resulted in the observed break. The distal tip outside diameter of the inner cutter (expanded area) showed a turned / machined finish when compared to the remainder of the tube. There was no evidence of concentricity issues or bends in the returned tube / shaft assemblies. There was uneven wear at the cutting tip as well. (B)(4). If information is provided in the future, a supplemental report will be issued.